Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, it was reported that the pump max was not holding proper vacuum. It was found that the connection between the indigo pump max canister (canister) and the pump max was loose, and the regulator knob was turned down. However, the pump max also sounded off and the gauge was showing the a lower aspiration level. The procedure was completed using the same pump max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the power inlet was damaged and loose from the device housing. The cooling fan was detached and loose within the device housing. The pump max was powered on and generated a vacuum pressure of approximately -28.0 inhg. The regulator knob was able to regulate vacuum pressure. No abnormal sounds were observed. Conclusion: evaluation of the returned pump max revealed a device with a damaged power inlet and a detached cooling fan. If the back of the device is impacted while the power cord is plugged in, damage such as a loose power inlet may occur. The root cause of the detached cooling fan was unable to be determined but may contribute to the reported sound. The pump max was able to power on and generate a vacuum pressure within specification. The regulator knob was able to regulate vacuum pressure. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.